Event description:
Additional information received via email on 23-sep-2020: incident was found during a pre-use check.

Event description:
Information was received indicating that a smiths medical portex bivona tracheostomy tube was not inflating fully. There were no reported adverse effects.